Manufacturer narrative:
(B)(4). Advancer bypass, malformed clip. Device b: (B)(4), mfg date 4/6/2010, exp date 3/6/2015. The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality and it fired 7 clips conforming and 2 malformed clips due to an advancer bypass. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire on an unknown firing with both devices. Another device was used to complete the procedure. There was no adverse consequence to the patient.